Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" codes were found in the ventilator's downloaded error log. Device failed testing at significant event log check. Cleared log, re-tested, and still failed. Investigated log and found a "service required" code, so the oxygen blending module board was replaced. While replacing the oxygen blending module board, found yellowing in the oxygen blending module tubing and flow elements, so they were both replaced as well. Device still failed test, so the oxygen blending module wire was replaced. Device still failed test, so the system board was replaced under assumption the board was throwing a false positive error, and the device passed testing.